Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a mechanical valve after the transesophageal echocardiogram (tee) showed severe regurgitation. No additional adverse patient effects were reported.